Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, high temperature and service required alarm conditions were observed in the device's downloaded error log. The device's sensor board was replaced to address the issues.